Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's daughter that the customer was hospitalized due to high blood glucose with blood glucose of 500 mg/dl at the time of the incident. The caller is sure the pump was not working correctly but declined troubleshooting or to provide any further details. The customer was most likely wearing the insulin pump during the incident. The insulin pump will not be returned for analysis at this time.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. (B)(4).